Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001j337) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This serves as correction report as well. Catalog # for the reported device should have stated 98814. This section has been updated to reflect the correction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported customer was unable to test due to receiving an e-2 message on the display of his adc blood glucose meter upon test strip insertion. Caller further reported customer "was just sitting on the chair inside his house when he suffered a cerebral brain attack and he started to shake". Caller additionally stated she did not know when the product problem began, but noted that on sunday, (B)(6) 2012 at about 9:00 am, customer started feeling dizzy, then experienced a seizure and subsequently a loss of consciousness. Paramedics were called and upon arrival checked customer's blood pressure, blood sugar (results not provided) and transported him to a health care facility. At the hospital, customer was diagnosed with hyperglycemia and treated with an intravenous infusion of insulin, potassium and unspecified vitamins. It was additionally reported the customer received glucose via intravenous injection, which is inconsistent with the reported diagnosis. Customer was also diagnosed with hepatitis and reportedly had a "swollen pancreas". There was no report of death or permanent injury associated with this case.